Manufacturer narrative:
Tracking #.48459. D6: device returned with no lot ID. Based upon the inquiry rec'd, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The device was examined and would not arm as rec'd. The obturator handle weld was measured and found to be skewed. The obturator handle is welded during the assembly process.

Event description:
It was reported the device was used during an operative laparoscopy procedure. It was reported the 355ld would not arm. A second 355ld was opened to complete the procedure. There was no consequence to the pt.